Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. No image was produced when the device was testing using an olympus series 180 scope; the cause was assigned to faulty printed circuit boards (ap and dr).

Event description:
A user facility reported to olympus that no video image was displayed when using the device. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the report of "no video image was displayed" was failure of ap board and dr board components due to degradation associated with the age of the device.